Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's power cable and receptacle on the machine had a short circuit, was blown, and burnt. The customer reported that there was no allegation of patient death or serious injury. No further information is available at this time.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The cause of the observed condition was determined to be defective component. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.